Event description:
It was reported that this right atrial (ra) lead dislodged. Therefore, a lead revision was performed and it was explanted and replaced with a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged, this was confirmed by fluoroscopy. Therefore, a lead revision was performed and it was explanted and replaced with a new one. No additional adverse patient effects were reported.